Event description:
It was reported that the user unintentionally initiated the fill tubing procedure while still connected to the infusion set and received approximately 3.3¿3.6 units of insulin before disconnecting, and education was provided to always disconnect from the body before filling tubing. This reflects a use error during a procedure involving the tubing component. No clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as stabilized with continued monitoring recommended. Investigation included communication with and analysis of information provided by the user and caregiver. Investigation of this case revealed no device problem and identified a usage problem, characterized as an improper or incorrect procedure during fill tubing associated with the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that caused or contributed to the event.